Manufacturer narrative:
The reported event of device deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 8mm amplatzer septal occluder was selected for implant. After deployment, an unknown deformation was reported. The device was removed and exchanged with an unknown device. There were no patient consequences and the patient was reported to be in stable condition. Additional information is pending.